Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring, 125 ohms. Disk analysis was requested to review the high voltage impedance breakdown. This could not be performed because a memory dump is required. Technical services recommended evaluating other vectors and to consider a max energy shock. At this time, the lead remains in service. No adverse patient effects were reported.